Event description:
Nurse reported hospitalization. Customer was admitted for a reason outside of diabetes, however, the customer has high blood glucose readings. The blood glucose reading is 216 mg/dl. The insulin pump was exposed to MRI and alarms motor error. The insulin will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Constant alarms noted during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to alarms. Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted.